Event description:
Decoded programming data revealed that lead impedance changed from a normal value to high impedance on 10/19/2016 and revealed a history of impedance changes. No additional or relevant information has been received to date.

Event description:
The operative report from the patient's full revision was received. The report detailed the surgery and noted that the lead body had to be dissected from scar tissue. No additional or relevant information has been received to date.

Manufacturer narrative:
Date of event, corrected data: the date of the event was inadvertently not updated in follow-up report #2.

Event description:
Full revision occurred. The explanted devices were reported to have been discarded in surgery.

Event description:
The patient was referred for full vns replacement surgery. No relevant surgery is known to have occurred to date.

Event description:
The x-rays were reviewed by the manufacturer. Due to the quality of the x-ray images received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead could not be ruled out.

Event description:
It was reported that during the patient's first visit since implantation in (B)(6) 2017, interrogation resulted in a high impedance warning. The physician stated that he performed interrogation at three different times during the office visit and each showed the high impedance warning. The physician wondered if the high impedance could be related to a pin slip. The physician did not think there was any injury or manipulation of the device to cause the high impedance. Chest x-rays were obtained and examined. No surgical intervention is known to have been planned to date. No additional relevant information has been received to date.